Event description:
Stryker sales rep reported that dr (B)(6) from (B)(6) hospital performed a revision surgery on a female patient and decided not to remove the exeter stem and only revise the acetabulum and the head. He proceeded and wanted to do a mdm, dual mobility. In order to do this, he requested the old exeter heads, since the stem was implanted in 1999 and the taper since changed. Requested item was not available on hospital stock/ in theatre and stryker (B)(4) was called. The heads were sent immediately. It was 16h00 in the afternoon, so the heads took about 2 hours to arrive at theatre. Surgery was successfully performed as per dr. (B)(6) comments/statement and he also appreciated the effort stryker provided to get the correct heads at theatre. The patient was under anaesthetics for an additional two hours.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Manufacturer narrative:
An event reporting revision involving an unknown shell was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for evaluation. -medical records received and evaluation: a medical review was not performed as medical records were not provided. -device history review could not be performed as the device details were not provided. -complaint history review could not be performed as the device details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Stryker sales rep reported that dr (B)(6) from hospital (B)(6) performed a revision surgery on a female patient and decided not to remove the exeter stem and only revise the acetabulum and the head. He proceeded and wanted to do a mdm, dual mobility. In order to do this, he requested the old exeter heads, since the stem was implanted in 1999 and the taper since changed. Requested item was not available on hospital stock/ in theatre and stryker kitroom was called. The heads were sent immediately. It was 16h00 in the afternoon, so the heads took about 2 hours to arrive at theatre. Surgery was successfully performed as per dr. (B)(6) comments/statement and he also appreciated the effort stryker provided to get the correct heads at theatre. The patient was under anaesthetics for an additional two hours.